Event description:
It was reported that this implantable pacemaker device dropped its battery longevity from 7 to 1 year in a span of 4 years. A request was made to have data from this device analyzed. Data analysis showed progression of longevity appears normal and it appears that there is a very slow increase in power consumption that is not significant enough to impact the longevity and will not impact the elective replacement indicator (eri) to end of life (eol). Furthermore, the device has a low level of premature battery depletion (pbd) like behavior and there is no clear cut off when to treat it as normal versus malfunction. To date, this device remains in service. No adverse patient effects were reported.